Event description:
The jacobs chuck was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device has a missing ring. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The jacobs chuck was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device has a missing ring. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the ring was missing from the device. The device was scrapped by the manufacturer.